Event description:
Procedure was performed in 2006 and pt discharged. Post-operation (8-9 days), pt presented with abdominal pain and low grade fever. Physician performed hysterectomy, secondary to pain.

Manufacturer narrative:
Vaginal ultrasound indicated presence of a small amount of fluid in the uterine cavity. The physician decided to perform a hysterectomy. The pt recovered and was discharged.